Event description:
Baby had a 10fr replogle in place that had been replaced in the afternoon. 10 hours later it was noticed to be leaking from the vent tube (blue) and was replaced again. The replacement replogle was from lot #412705964x and was placed at the previously marked measurement. No air was blown in or pulled from either opening on the new tube. Two hours after it was noted to be leaking from the vent (blue) tube again.====================== manufacturer response for 10fr repogle suction catheter, (brand not provided) (per site reporter)======================unsure of response from product representative.